Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported delayed shared data to librelinkup. The reported issue was investigated and attempted to replicate using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified application issue was reported with the adc device in use with samsung galaxy note 9 with android and unknown operating system and app version 2.10.1.10406. The customer¿s caregiver reported an issue with the use of freestyle librelink in conjunction with freestyle librelink up. The caregiver indicated that there is "delay" with data being shared to freestyle librelink up. The customer experienced weakness and sweating and was provided oral glucose by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified application issue was reported with the adc device in use with samsung galaxy note 9 with android and unknown operating system. The customer¿s caregiver reported an issue with the use of freestyle librelink in conjunction with freestyle librelink up. The caregiver indicated that there is "delay" with data being shared to freestyle librelink up. The customer experienced weakness and sweating and was provided oral glucose by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns a italy customer. This is same/similar to us freestyle libre 2 android application part number 71857-01. All pertinent information available to abbott diabetes care has been submitted.